Manufacturer narrative:
This MDR is being submitted to make corrections in the previous followup which was already submitted. Section b4: date of the report (for previous follow up submitted): 4/1/2024. Sections h2 and h3 should have same responses for previous follow up as well. For the previous followup submitted section g6 should have follwup selected and followup number is 1. This MDR is being submitted to make corrections as above for the previous followup submitted.

Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there were two previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. Analysis of the returned device was completed on 3/29/2024 the event log was reviewed, and there was a line that indicates an abrupt power off took place. Line 507 has a log_event_on without a log_event_off before it. It took place before the infusion infused any medication. During functional testing, the reported problem was duplicated. A new 100 ml infusion abruptly powered off once it started without any alert or alarm. A new battery was then put into the pump, battery reset was completed, and a new 100 ml infusion ran until completion without another abrupt power off taking place. The root cause for the failure is a depleted battery. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.